Event description:
User alleges that the patient was given the wrong inner cannulas for the type of trach he had. He was in rt and had copious thick secretions from his trach blocking his airway. Reported that the nurse disposed of his inner cannula due to it being so thick she couldn't clean it. He went for a new inner cannula and was given the blue line inner cannulas, which wouldn't go in his trach. He had to go to ER that evening with blocked airway.